Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging 201 mg/dl to 240 mg/dl. Customer alleged pump did not deliver insulin as intended. Pump system check with tandem technical support (cts) was performed and found pump functioned as intended, however, customer maintained that there was an issue with the pump. Reportedly, the customer discontinued use of pump and declined follow-up to ensure alternate insulin therapy was obtained.